Event description:
It was reported that during a lap appendectomy procedure, the clips were coming out crossed and sometimes spitting out of the device. None of the clips fell into the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info is unavailable, device was not returned for eval.